Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient complained of pocket stimulation in the unipolar pacing polarity. It was noted that the lead was a bipolar lead. When the lead was tested in bipolar, the patient began to seize. There was no capture in bipolar, and the patient had reverted to a ventricular escape rhythm with severe atrioventricular desynchrony. The polarity was switched back to unipolar. Muscle stimulation was not resolved and the patient would be monitored.